Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site by a local engineer, and the machine's heating relay was replaced. A service history review was performed and found that the device had been serviced for a similar ultrafiltration issue. All required service actions were completed in the last service cycle. Evaluation of the reported condition and cause analysis was performed by a qualified local technician trained by vantive who after dedicated tests, and after repair following the guidance of the service manual returned it to clinical use without any other problem. Should additional relevant information become available, a supplemental report will be submitted.